Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 due to grade 3 rectocele, and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bowel problems, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was further reported that on (B)(6) 2012 the patient underwent excision of vaginal mesh due to extrusion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) /2013 and mesh excision on (B)(6) 2014.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent anterior & posterior repair, enterocele repair, sacrospinous vault, bladder sling female unknown tot, resection of posterior vaginal mesh due to pelvic pain, dyspareunia, recurrent, pelvic floor relaxation and sui on (B)(6) 2015. No additional information was provided.